Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the caregiver (cg) check line for kinks, bubbles, and fibrin. The cg stated there were bubbles in the patient line. The tsr assisted in ending therapy. The tsr advised the cg to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance contacted the cg regarding the reported event. The cg stated they did not know how the air entered the setup. The cg stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The cg stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a low drain volume alarm was confirmed because patient reported of air in the patient line during initial drain. The cause was air in the line. This issue is being investigated through CAPA.